Event description:
It was reported that medfusion 4000, has backup speaker failure. No patient injury reported.

Manufacturer narrative:
Additional information received by smiths medical/ICU on 23-may-2022 via email and attached to complaint object: the event did not occur during use with a patient. Found during testing. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was cracked on right plunger case. The customer stated problem was duplicated, backup audible alarm post error was found at power up. Replaced main circuit board. The cause of the reported problem could not be determined. A DHR review is not applicable in this case because the defective component (main board) is not evaluated or tested in any way by smiths prior to distribution to the customer. The medfusion main board manufacturing records are retained by the supplier at their manufacturing site and are not readily available for review. No causes or potential causes to the customer's reported problem were found during the service DHR review. The device is three years old.